Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was not functioning on alternating current (ac) power. The ventilator was working on the external battery only. The ventilator was not in use on a patient at the time of the reported event. A service engineer (se) inspected the device and found that the circuit breaker had tripped. The se replaced the power supply and the ventilator was in working condition.